Manufacturer narrative:
(B)(4). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested, which the handpiece was replaced with a new one. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported broken cable, that the wire was exposed on the handpiece. There was no patient involvement and/or treatment delay reported.